Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited a blurry image. The issue was found during preparation of use for a diagnostic colonoscopy. The procedure was completed with a differenct scope without delay or patient sedation. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The device's UDI is (B)(4).

Manufacturer narrative:
Updated: d8, d9, h3, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the reported blurry image issue was confirmed, however, a definitive root cause of the issue could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: chapter 3 preparation and inspection before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 5.3, ¿returning the endoscope for repair¿ on page 99. Warning¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshootingif the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. Warning¿ never use the endoscope on a patient if an abnormality is suspected. Damage or irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿. In addition, the following non-reportable malfunctions were found during the device evaluation: distal end cover dented and no insulation resistance, bending section glue cracked, lightguide lens cracked, insertion tube dented, angulation low, control knob play. Olympus will continue to monitor field performance for this device.